Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited rise in thresholds, pacing below the set pacing rate, and pacing failure. It was also reported that under fluoroscopy the angle of the device had changed greatly when the patient was in the sitting and standing positions. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.